Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer declined to troubleshoot high blood glucose level because he said it was due to the battery coming out of the insulin pump. The customer stated he noticed there was a crack around the battery chamber and he is unsure how the damage occurred to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per the healthcare professional's instructions. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads. However, the test battery cap fit properly with battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.